Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck was reported to be irregularly shaped and 3cm in length. The access vessels were reported to be unremarkable. It was reported that on the final run, a proximal type I endoleak coming from the main device was observed. The physician elected to remodel the graft with ballooning, significantly reducing the endoleak; however a slight endoleak still remains. No other intervention was made. The physician suspects the endoleak occurred due to the irregularly shaped neck and is electing to continue to monitor the patient for the time being. No clinical sequelae were reported and the patient is fine. A review of returned sizing and 3d recon images show that the proximal neck is hour-glassed shaped; there is a shelf of thrombus at the proximal neck mid-length, with some calcification present.

Manufacturer narrative:
(B)(4): evaluation, method: (film evaluation), evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (anatomy related; irregular neck), evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; irregular neck).